Event description:
It was reported that a patient underwent a general surgery procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the suture had been found broken in the newly dispensed suture when preparing for surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: one empty opened foil, a labeled winding former and a needle-suture of product code sxpp1a405 were returned for evaluation. Visual inspection was performed on the retuned device. Upon visual inspection of the returned sample, it was observed marks on the body of the needle appear by a surgical instrument. The suture was examined and no breakage suture was noted; but, damaged on some barbs and body fluids were found. In addition, damaged on the nucleus was observed and the two sides were broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m.